Manufacturer narrative:
The manufacturer previously reported information regarding a serious injury that occurred on (B)(6) 2025 around 5:40am. A call from the hospital doctor stated that on (B)(6) 2025, it is suspected that the patient experienced cardiac arrest of respiratory arrest while using the ventilator and to investigate the ventilator. The sales representative visited the patient's home and replaced the device. He obtained the following information from the family: around 5:40am on (B)(6) 2025, while the device was being used on the patient, an sp02 monitor alarm sounded and both sp02 and pr dropped to zero. The ventilator generated a low minute ventilation and circuit disconnection alarm at the time of the event. They detached the device from the patient and initiated manual ventilation. At the time, the ventilator continued to operate. Within a few minutes of manual ventilation, the sp02 levels rose to the 90s and the pr returned to normal, so they reattached the device to the patient. The family reported the event to the visiting doctor and it was decided to continue using the device, which has been in use until today ((B)(6) 2025). The patient has used the device from (B)(6) 2023 to (B)(6) 2025. The clinical assessment states that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency related to the harms reported. The device alarmed correctly with a low minute ventilation and circuit disconnected alarms. Based on available information at this time, the cardiac arrest or respiratory arrest is assessed as not related to the device in this case. It was reported that when the device alarmed the patient was removed from ventilation and manual ventilation was started. The patient recovered from the event and was placed back on the ventilator which was working correctly. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device was returned to the manufacturer's service center for evaluation. The service technician states that the device's error log does not indicate any device failure occurred, such as a 'ventilator inoperative' or 'ventilator service required' alarm. The service technician confirms that a 'low minute ventilation' and 'circuit disconnect' alarm were recorded in the device's alarm log at the alleged date and time, around 5:40am on (B)(6) 2025. The pressure waveform was confirmed in the waveform data and thus it is considered that the airflow was being provided continuously. The device was operationally checked and functionally tested. No abnormalities were confirmed. The service technician states that given the investigation results, it has been determined that the device was operating properly at the alleged date and time. Additionally, the silver frame around the power button was missing. The vanity cover was thus replaced. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.

Event description:
The manufacturer received information regarding a serious injury that occurred on (B)(6) 2025 around 5:40am. A call from the hospital doctor stated that on (B)(6) 2025, it is suspected that the patient experienced cardiac arrest of respiratory arrest while using the ventilator and to investigate the ventilator. The sales representative visited the patient's home and replaced the device. He obtained the following information from the family: around 5:40am on january 10th, while the device was being used on the patient, an sp02 monitor alarm sounded and both sp02 and pr dropped to zero. The ventilator generated a low minute ventilation and circuit disconnection alarm at the time of the event. They detached the device from the patient and initiated manual ventilation. At the time, the ventilator continued to operate. Within a few minutes of manual ventilation, the sp02 levels rose to the 90s and the pr returned to normal, so they reattached the device to the patient. The family reported the event to the visiting doctor and it was decided to continue using the device, which has been in use until today (1/29/2025). The patient has used the device from (B)(6) 2023 to (B)(6) 2025. The clinical assessment states that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency related to the harms reported. The device alarmed correctly with a low minute ventilation and circuit disconnected alarms. Based on available information at this time, the cardiac arrest or respiratory arrest is assessed as not related to the device in this case. It was reported that when the device alarmed the patient was removed from ventilation and manual ventilation was started. The patient recovered from the event and was placed back on the ventilator which was working correctly. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not been returned to the manufacturer. A supplemental report will be submitted when the manufacturer's investigation is complete.